Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a hernia repair procedure, the suture broke while tying. The hosp has reported that no pt injury was reported.